Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was admitted to the hospital due to diabetes ketoacidosis and hyperglycemia (B)(6) 2020. Customer blood glucose level was 380 mg/dl when admitted to hospital. Customer stated that they had a symptoms like feeling nauseous and throwing up and frequent urination. Customer reported infusion set had bent cannula. The device will not be returned for analysis.